Event description:
A customer contacted stryker to report that their device would not recognize the electrodes being connected to the patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The electrodes used during the event have been disposed of.

Event description:
A customer contacted stryker to report that their device would not recognize the electrodes being connected to the patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker reviewed the downloaded electronic patient record and the verified the reported issue. The quick combo electrodes from the same batch lot were returned to stryker product analysis center (pac) for evaluation. Pac evaluated the returned electrodes and was unable to duplicate or verify the reproted issue. The cause of the reported issue could not be determined.